Manufacturer narrative:
An investigation of the complaint article will be initiated by dorc, as soon as it is provided.

Event description:
Lots of air bubbles from vitrector tip both core vitrectomy and shaving mode. Changed vitrector, same thing, changed from other kits vitrector, a bit better with core. Continued the operation.

Event description:
Lots of air bubbles from vitrector tip both core vitrectomy and shaving mode. Changed vitrector, same thing, changed from other kits vitrector, a bit better with core. Continued the operation.

Manufacturer narrative:
With regards to this reported event three cutters were received for investigation. Visual inspection of the returned products revealed bent outer knifes and cracks in the bodies and the tube connectors. In fact, the instruments were in such a bad condition that testing was not possible. An assignable cause for the reported air bubbles could therefore not be determined. Also, possible manufacturing related failures could not be confirmed. The cause of the observed damage could not be determined; however, damage during transport cannot be ruled out. Since no lot number was provided, batch record review could not be performed. In conclusion, it was not possible to replicate during testing the phenomena described by the customer and the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.